Event description:
It was reported in clinic that the patient's right ventricular (rv) lead exhibited high defibrillation impedance. The rv lead remains unaddressed. The patient were no patient consequences.